Event description:
It was reported that the shock impedance was 155 ohms. This is with normal range. The pulse generator was explanted and replaced but the doctor elected to leave the electrode implanted with the new pulse generator. Later, the impedance was still high, so the doctor explanted and replaced the electrode. There were no additional adverse patient effects.